Manufacturer narrative:
The sample was collected in edta and was less than 5 minutes old before sample processing. Controls run before the incident were within assay limits. A field service engineer (fse) went on-site and indicated that system reproducibility was okay. Fse ran bleach through the entire diluent pathway and replaced diluent filters. Fse performed some other adjustments and recommended that customer perform calibration.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that multiple runs of a specific patient sample produced inconsistent wbc results on the coulter act 8/10 analyzer. Wbc results of 19.5x10^3cells/ul and 20.1x10^3cells/ul were obtained for the first and second runs respectively. A value around 11x10^3cells/ul was obtained for the third run. The results were not reported outside of the laboratory. The sample was sent to a reference lab for analysis and recovered a wbc value around 21x10^3cells/ul which is considered correct. There was no affect to patient treatment with regard to this event.